Manufacturer narrative:
There is no indication from the reporting health facility that any pt was affected adversely by this malfunction. When it occurs, the malfunction is fairly obvious. However, we are going to repair the software as a preventive measure and deploy it to affected clients.

Event description:
Closing the pt tab in the radiologist's reporting worklist software, closing the review and reporting software (inteleviewer), or a login session time out in the inteleviewer software, when reports are still open in the dictation and reporting tool, causes inteleviewer to prompt the user to "discard", "cancel" or "save". Pressing "save" actually signs the report and sends it to the radiology information system, where it may be distributed or read by referring physicians. The "save" ui indication is misleading, in that some radiologists may think that the report will be temporarily saved, but instead will have inadvertently signed incomplete reports.